Event description:
It was reported that pump displayed cartridge change error and caller noted unintentionally pressing fill tubing during call that was affected by line issues, leading to concern about possible accidental insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Technical support guided caller to inspect and clean pump components, remove and reattach cartridge, and later confirmed no accidental insulin delivery; caller successfully loaded cartridge after removing case, verified no o-ring was left on pneumatic tap, changed infusion set and cartridge, and resumed insulin, and was educated that cartridges were single-use products with understanding acknowledged, with no further assistance requested unless future issues occurred.